Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed. The devices deployed correctly but the sealant would not grip, and a hematoma developed. The used device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h6, and h11 complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) failed. The devices deployed correctly but the sealant would not grip, and a hematoma developed. The used device will not be returned for evaluation. The reported events of ¿sealant-failure to achieve hemostasis¿ and the subsequent ¿hematoma¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the information available for review, there is no indication that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.